Manufacturer narrative:
The pod arrived fully deployed. Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 600 mg/dl while wearing a pod. This was then replaced with a second pod (for which this case covers), and this was worn between 4 and 24 hours. Symptoms reported included unspecified problem of the patient's eyes and feet. The patient was treated with intravenous fluids, and a third pod was applied. The patient was released the same day after blood glucose level began to drop below 300 mg/dl. This report is one of two pods reported to contribute to the medical event. The other pod has been reported in case (B)(6).